Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving 500 mcg/ml of baclofen at 470 mcg/day via an implantable pump for intractable spasticity and post spinal cord injury. It was reported the patient's pump was alarming. The alarm was heard however telemetry had not yet been performed. It was indicated the patient was due for a pump refill and the pump was beeping. The rep believed the pump alarming due to the low reservoir alarm. The refill date on the last report was for (B)(6) 2019. It was reviewed that the pump may be empty as of today ((B)(6) 2019) based on the flow rate. The pump was alarming every 10 to 20 minutes. The rep stated it was "unclear" exactly when the pump alarm started. It was reported that the patient was "profanity to everybody" in the hospital and "that might be a symptom of withdrawal, I don't know." It was unknown when this issue began. It was assumed to be in the past few days, relative to (B)(6) 2019, based on the low reservoir alarm date. No further complications were reported or anticipated. Additional information was received from the rep on (B)(4) 2019. It had not been confirmed which alarm was occurring. It was reported that the pump was refilled at 7am on (B)(6) 2019 and the issue resolved. The patient was an inpatient, with no reason reported. There were no further complications reported/anticipated. Additional information was received from the rep on (B)(4) 2019. The rep was present at the patient's refill and reported the refill went perfectly. Additional information was received from the healthcare provider (hcp). The hcp reported the patient was not seen at their facility during the reported incident, therefore they had no information regarding the alarm. It was reported the hospitalization was related to the patient's infusion device or therapy. The patient was being hospitalized due to wound dehiscence. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). Follow-up was performed with the hcp at the hospital where the patient had been treated. Regarding the alarm that occurred, the hcp reported the alarm and the date of the alarm was unknown. The reason for the alarm was also unknown. It was also reported that it was unknown if the patient had any symptoms related to the alarm. It was indicated that it was unknown if there were any factors that caused or contributed to the wound dehiscence. The hcp stated it was unknown if any actions or interventions had been taken and stated it was unknown if the wound dehiscence had resolved.